Manufacturer narrative:
Product ID 8590-1, lot# n255469, implanted: 2010 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The patient missed their refill on (B)(6) 2014. An alarm was heard and telemetry had not yet been performed. The patient stated they heard the alarm first on (B)(6) 2014 and noted it "could be for low reservoir". They stated they had a seizure and ¿bowel issues¿ that day as well, and they were admitted to the hospital on (B)(6) 2014 at 11:30 am. The patient was going through a ¿rough time¿. They stated they had been in touch with their doctor¿s office. The patient was told to be there by 5 pm on the date of the report ((B)(6) 2014). The patient stated they were waiting to be discharged from the hospital, and they did not think they could make it to the doctor¿s office today. The hospital was giving the patient 10 mg oral baclofen. The medication infused intrathecally was baclofen.